Event description:
Underdelivery reported. On 08/27/98, the pump was set to infuse vp16 680cc at an unspecified rate on an unspecified line. At dose end, 100cc remained in the bag. On 08/28/98, the pump was set to infuse vp16 650cc over one hour. The pump recorded that it gave the correct amount, but delivered it from 1138am to 1308pm. Then it was set to infuse ifosfamide 500cc over one hour, and it required one hour and 15 minutes to complete. No alarms were reported. No patient harm was reported.